Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. It was not reported if the patient was hospitalized. The cause of the event was unknown. The patient was treated with injection vancomycin (1g once every four days; route and duration not reported) and injection fortum (1 g daily; route and duration not reported) for peritonitis. Patient outcome was unknown. Action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date, the patient was hospitalized for the event of peritonitis. On an unknown date, the patient completed the course of antibiotics (vancomycin and fortum) and the effluent was clear. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.